Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30949094l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after completing the procedure, when the presence or absence of effusion was confirmed by echocardiography, pericardial fluid was accumulated. The pericardial fluid was drained, and the procedure was finished after confirming hemostasis. The patient went back to the ward. Ablation was already performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was set within the recommended range. The physician's opinions on the relationship between the event and the product was that the blood drawn during drainage was venous blood, so there was no relationship with the products. There were no abnormalities observed prior to and during use of the bwi product. Additional information received indicated the patients outcome from the adverse event was improved. Patient did not require extended hospitalization because of the adverse event. Force visualization features used were real time graph; dashboard; vector; visitag. The visitag module was used with parameters for stability of range: 2mm; time: 3sec; force over time (fot) of 3g and 25%; tag size3. Tag index was used.